Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information the physician wanted to know what programmer to use with this pacemaker. Boston scientific technical services (ts) verified this pacemaker was abandoned surgically for several years ago. So it will be unlikely that this pacemaker will be interrogated as the pacemaker's battery was no longer working. Additional information was received indicating that the patient was given options to be done yet the patient was convinced that the device was still working and refused the options given. Further, it was noted that the patient was in normal sinus rhythm. No additional adverse patient effects were reported.